Event description:
Medtronic received information indicating that during the case, a few minutes after going on bypass, the customer noted dark blood and low blood pressure. Arterial blood gas (abg) report showed that the patient¿s o2 value was low. This device was replaced with another oxygenator, and subsequently the patient died. The customer indicated that product return is not expected.

Manufacturer narrative:
The device has been requested but will not be returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The investigation of this event concludes that, based on historical information, oxygenators that exhibit poor gas transfer and low blood pressure are likely a result of a patient or clinical condition. This patient/clinical conditions result in a protein build-up, platelet activation, or cryoprecipitate that restricts flow in the device and as a result may impact gas transfer. Available information suggests that the event is a result of a patient/clinical condition rather than a device related performance issue. Multiple attempts have been made to obtain product return and additional patient information. At the time of this report no further information has been receive by medtronic.

Manufacturer narrative:
The product has been requested for evaluation, but product return from the customer is not expected. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Patient information is unknown but has been requested. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.